Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "torn shell and extravasation of gel." Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a. Implant date: on (B)(6) 2007 was reported. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" diagnosed via cat scan. This record is for the left side. The device remains implanted.